Event description:
On (B)(6) 2012 the patient contacted animas alleging that the keypad buttons are intermittently unresponsive. The patient reportedly wears the pump in a pocket and does not clean the pump. The reporter denied any keypad damage. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the up arrow keypad button was found to be intermittently unresponsive and required multiple button presses to elicit a response. The down arrow, ok, and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts.